Event description:
The customer ran a control test on the contour meter and received an out of range result of 28 mg/dl. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The customer is expected to return the control solution for evaluation. Replacement meter, control and strips were sent.